Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was treated by the paramedics due to a low blood glucose reading of 18 mg/dl. Prior to the event, the customer changed the infusion set and he forgot to insert the reservoir into the insulin pump. Troubleshooting was performed and the programming was all correct. Nothing further was reported.